Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 328 mg/dl. The customer stated that the drive support cap is flush. The customer stated the cap is flush with the rest of the device. Customer has not been exposed to any magnetic field. The customer did not report an e70 alarm. The customer stated that the device alarm motor error during performing pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the device with battery and zero out basal rates.